Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: lap chole. Event description: the surgeon squeezed the handle and clips did not come out. Additional information obtained from an applied medical representative via email on 24jun2025: a clip was not loaded into the jaws. A ctf33 trocar was used. The incident was not initially observed when the first clip or a subsequent clip was loaded. The incident did not occur again. Clip didn't come out, therefore, was not seated. A clip was not loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. A loaded clip was not manually removed from the jaws. The trigger could be easily and completely actuated. Patient status: no patient harm. Intervention: opened another ca500 and case was completed.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. Correction to h6. Component code.

Event description:
Name of procedure: lap chole. Event description: the surgeon squeezed the handle and clips did not come out. Additional information obtained from an applied medical representative via email on 24jun2025: a clip was not loaded into the jaws. A ctf33 trocar was used. The incident was not initially observed when the first clip or a subsequent clip was loaded. The incident did not occur again. Clip didn't come out, therefore, was not seated. A clip was not loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. A loaded clip was not manually removed from the jaws. The trigger could be easily and completely actuated. Event date is unknown. Patient status: no patient harm. Intervention: opened another ca500 and case was completed.